Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 25-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: the black box was not able to be downloaded due to the unrelated failure of moisture ingress. The pump showed no evidence of physical damage in or around the battery compartment. The battery cap was able to secure for testing with no power loss. The issue of no power was not duplicated. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the original complaint, investigation revealed moisture behind display lens. A leak test revealed a bolus button leak due to a missing button cover. The pump was opened and moisture was observed throughout the pump casing.